Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range shocking impedance for this patient's right ventricular (rv) lead. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that there was another alert detected for low shocking impedances and oversensing was also observed. No intervention done at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that the patients home monitoring system detected an error code, low impedance measurement as well as device deactivation. Upon contacting the boston scientific sales representative it was noted that the device was interrogated and reverted into safety mode post interrogation. As a result the device was explanted and the lead was testing using non-invasive programmed stimulation (nips). One shock was delivered without incident, a second larger shock was delivered and the device detected a short on one of the circuits. A new right ventricular (rv) lead was attempted to be placed, but was not able to be placed due to excessive scar tissue. A new device was implanted, using the chronic lead. Tachy therapy was turned off for now and the patient was sent home with a lifevest to recover until lead extraction can be completed. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
--

Event description:
Additional information became available that another alert was noted on the patient's home monitoring system that stated there was an error code on the newly implanted device. As a result boston scientific technical services (ts) was consulted and suggested the lead be explanted and the newly implanted device be removed as well since we cant be sure what damage might have been done. To date, both the chronic lead and new device remain implanted.

Event description:
Additional information became available that this lead was explanted and replaced. At the explant procedure it was noted there might be some insulation damage. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the lead was returned severed and in 2 segments, and one portion had no insulation present. There were setscrew marks noted in several areas. The extracting stylet was returned stuck in the tip segment of the lead, and a portion of that stylet was wrapped around the tip insulation, which was likely for extraction purposes. There was bodily fluid noted in the lead lumen. Additionally there was medical adhesive torn or separated from the proximal end of the spring electrode and the electrode is stretched at that point. The distal end of the proximal spring electrode is separated from the lead body insulation was found up and over the lead body insulation. The conductor coil is stretched near the tip, and there was bond separation between the disten end of the spring electrode and neck insulation. There was also found to be slight calcification on the proximal coil and tissue and calcification on the distal coil. The helix was extended and stretched with tissue entwined in the helix. Due to the location and type of damage, this was likely caused by entrapment in the clavicle first rib region.